Event description:
It has been reported to philips that the foot switch intermittently would not emit x-rays. The system was in clinical use at the time of the reported event and the procedure was completed using the hand switch for exposures. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had intermittent x-ray problem. Upon troubleshooting, fse found that there were live images using a hand switch. So fse checked the footswitch and confirmed that the wired footswitch was defective. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the wired footswitch was found to be fluoroscopy control failure. In addition, corrosion and/or paint damage was found, and anti-slips were missing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.